Event description:
It was reported to philips that a tube anode error caused imaging loss during an ir procedure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tested the system and advised the customer to repair the a/c. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).